Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3 reference MFR report#1627487-2016-02436. Reference MFR report#1627487-2016-02437. It was reported x-ray images revealed the leads have migrated. Reportedly, surgical intervention took place on (B)(6) 2016 during which time the leads were explanted and replaced with a different model. Postoperatively, effective stimulation was restored to the desired areas. The issue is resolved.